Event description:
It was reported that the patient developed an infection around their driveline. Cultures were taken on (B)(6) 2022 and came back positive for 1+corynebacterium. On (B)(6) 2022, they were started on doxycycline. They stopped doxycycline on (B)(6) 2022. On (B)(6) 2022, the patient had an infectious disease consult for the superficial driveline infection that had a small amount of purulent drainage. The patient was started back on doxycycline for another 14 days.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.